Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and a haptic broke during insertion. The lens was removed without any pt injury. The reporter stated the incident was due to loading error.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a haptic plate was torn off from the optic and missing, and there was a clear surgical residue on lens.